Event description:
There was an allegation of a questionable low crep2 creatinine plus ver.2 result from the cobas 8000 c702 module. The initial result was 0.01 mg/dl and was questioned by the customer, as it was unbelievable. The customer repeated the sample and the result was 1.10 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 606527. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer found a solenoid valve, a check valve, and the mixing tower were leaking. He replaced both valves and the mixing tower. The customer ran qc with results within the specified ranges. The investigation determined the service actions resolved the issue.